Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation and additional event information. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation with abrasion adjacent on the exhaust tube of cylinder 2 at the tube/strain relief junction. Testing revealed this to be a site of leakage. Two separations were noted in the bladder of cylinder 2 near the base. Testing revealed these to both be sites of leakage. Microscopic examination of the separations revealed them both to have a central groove, indicating contact with sharp instrumentation such as a needle. Abrasion was noted on all pump tubes and exhaust tube of cylinder 1. No functional abnormalities were noted with the pump or cylinder 1. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 2 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 2 occurred subsequent to the device packaging being opened. Information was not provided regarding the two separations noted in the bladder of cylinder 2, only confirmation of the tubing leakage. The expected use of this device combined with the observed separations would most likely have resulted in an earlier detected fluid loss. As the information does not provide details of when these separations occurred, and due to the time implanted and assumed function, these separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
Additional information stated that the physician confirmed a leak at one of the tubing exit sites near the "stress reliever" by cycling the device.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was exchanged due to inflatability issues. The device was not inflating. A tubing leak at the tubing exit occurring near one of the stress relief points was noted upon explant.